Event description:
Pt had a lap chole. Developed problems and returned to the hospital five days later for an ercp that showed bowel duct leak. A stent was placed. The pt continued to have problems and returned to the or for an exploratory lap 10 days later. During this procedure it was noted that three endo clip applier clips were appropriately placed across the duct during the prior procedure but bile continued to leak from the duct. Three add'l clips were placed during this procedure.